Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the event by performing sample liquid level checks over the sample and reagent racks in the reported problem area of the pipette assembly. The plunger and tip clamps, lld contact spring, and compression spring were replaced in the reported problem area of the pipette assembly. The instrument was inspected, tested without further problem, and returned to service.